Event description:
It was reported that during an unknown procedure ¿after use, nails bifurcation¿(scissored clips). No patient consequences reported.

Manufacturer narrative:
(B)(4). Returned empty. The analysis results found that the er420 device was received in good visual condition. A bag with 7 malformed clips were returned along with the instrument. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.